Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2021, explanted: product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that the patient was presenting after pain pump insertion with what looked like meningitis. Per the hcp, the patient could not have a lumbar puncture, so they wanted to access the side port to get csf (cerebrospinal fluid). The hcp was calling to get in touch with a company representative for assistance in getting it done. The nas (national answering service) phone number was given to the hcp.